Event description:
When opening a grounding pad to use for a procedure the grounding pad appeared spotted? Mold or other contaminant to the pad. Supply staff were instructed to remove this lot number from circulation in our procedure rooms as multiple products appear affected